Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2 - reference MFR. Report: 1627487-2014-25647. The patient is a participant in a clinical study ((B)(4)). It was reported the patient ((B)(6)) is experiencing painful stimulation. Reprogramming attempts did not provide resolution. Additionally, it was reported the patient had mild edema at the implant which later resolved. In turn, the patient had declined surgical intervention at this time to address the issue.